Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd insyte¿ autoguard¿ shielded IV catheter, the device was contaminated with a "goop" like foreign matter. The following information was provided by the initial reporter: the end user noticed "goop" like substance on the product and in the packaging.

Manufacturer narrative:
Investigation summary: bd received an opened 22 gauge insyte autoguard device from lot 1314393 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a clear piece of foreign matter present on the packaging and needle cover. The piece of material had a gel-like structure and was confirmed to be the gel used during the manufacturing process. Therefore, based off the visual inspection the engineer was able to verify the reported defect. This type of defect can happen during the gel insertion step. During the insertion of gel into the spring cavity, excess gel may drip onto the needle cover and any area around it due to an incorrect alignment between the device and equipment.

Event description:
It was reported while using the bd insyte¿ autoguard¿ shielded IV catheter, the device was contaminated with a "goop" like foreign matter. The following information was provided by the initial reporter: the end user noticed "goop" like substance on the product and in the packaging.